Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the tamper seal removed. The pump was found with the top case chipped, the bottom case cracked and the right plunger case damaged. An event history log review found there was a force sensor test error in the history. The reported problem was duplicated with start up. The problem was caused by the force sensor being out of calibration. The issue was found to be user interface as the required periodic preventive maintenance activities were not performed by the user.

Event description:
It was reported that during a bench test, there was a force sensor test error. No patient was involved